Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after insertion of a 22 g x 0.75 in. (0.9 mm x 19 mm) bd saf-t-intima closed IV catheter system, the safety shield did not cover the exposed needle after withdrawal. This has happened 6 times with catheters from the same lot number the dates for each incident are unknown. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: two pictures were returned, but not the actual samples. A device history review for lot number 6302608 was done, and no qns or other events were related to the complaint stated by the customer. This defect was not confirmed due to the picture received only shows needle thru catheter, and this defect is related with an incorrect activation of the device. Conclusion: a root cause of the issue since no sample was returned for evaluation however, one possible cause the reported defect is during use of product (incorrect activation).